Manufacturer narrative:
Concomitant medical products: 7741 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure the competitor lead did not fully seat in the cardiac resynchronization therapy defibrillator (crt-d) header. Approximately one week later a revision procedure was performed and the lead was fully seated in the header. The device remains in use. No patient complications have been reported as a result of this event.